Event description:
Received info stating that customer did not charge pump. The customer received a low power alarm and the pump. The customer received a low power alarm and the pump reset. Reportedly, the customer had slightly high blood glucose level.